Event description:
It was reported that the generator was returned for service. No further info is available. No reported patient consequence.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. The complaint was confirmed. Based upon the inquiry information received visual and functional examination, the unit was found to require: physical damaged front panel replaced, unit calibrated, label/overlay replaced, unit modified acc. To guideline of manufacturer, and damaged pcb main assembly replaced. After servicing the unit passed qa functional testing. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.